Event description:
The customer reported that this ventilator was on a pt and that the pt desaturated, they removed the ventilator from the pt and the pt was placed on another ventilator. They reported there was no harm to the pt.

Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde). Visual inspection of the gde unit found no indication of damage or misuse. An o2 sensor was installed and the unit was mounted onto a test stand. The unit was powered on in set up mode and the error log reviewed. No related entries were found. A review of the manufacturing and calibration screen found no discrepancies. The unit was restarted in user mode and an est was performed with the unit passing all 3 segments of the est. The unit was tested for low ve blending accuracy and found to be within specs. The unit was restarted in set up mode and allowed to cycle in exercise fcv mode for 10 minutes. A characterization fcv, characterization exv and an exv test were performed and the unit passed all segments. The unit was allowed to cycle in the blending accuracy high ve setting for a period of 3 hours with no fio2 discrepancies. While cycling, the unit was subjected to rapid full range adjustments of fio2 with no subsequent alarms. The tca pcba u40 analog to digital converter ic was subjected to high/low temperature stresses by means of a heat gun and circuit freeze. No fio2 or other alarms were displayed. All power driver board reference voltages were checked and no discrepancies found. Low and high ve blender accuracy tests were performed and the results were entered into the edrs. The unit passed all segments. The unit was allowed to cycle 60 hours in blending accuracy low ve setting with no alarms displayed. The original complaint could not be duplicated in the fa lab.

Manufacturer narrative:
The distributor evaluated the ventilator and determined that intermittently the fio2% was reading high on the ventilator and an external fio2 analyzer read about 7-8%. They replaced the fio2 cell and performed the air/o2 balance calibration and replaced the gas delivery engine to fix issue.